Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler is alarming with an m01-17 cannot teach pumps during setup phase warning during step 2 of setup. The patient stated that the alarm occurred every night this week. The patient was not connected, and the cycler had been re-setup with new supplies. The heater bag cone was not broken, its tubing was not kinked and the red clamp was not closed. The fresenius technical support representative issued a cycler replacement and advised the patient to continue using this cycler in the meantime. Upon follow up, it was confirmed that the patient was able to complete treatment the day of the reported event on the cycler, and the following days until the replacement arrived. The liberty cycler replacement has been sent to the patient, and confirmed that he received it on 04/22/2025 as scheduled, and stated that he has been able to use it and has completed every treatment with no further issues. Regarding the older cycler, the nurse stated that they were not able to pick it up as there were no labels, therefore the nurse was advised to contact customer service to report the issue and get some assistance. No patient adverse effects were experienced and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed- when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated. Tthe front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Screen brightness check passed. The system air leak test passed. The teach pumps test passed. Accelerated stress test was performed and encountered a stalling motor pump a. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Visual inspection of the lead screw revealed a degraded condition of grease. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.